Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors to and from power signal interface pcb to the control panel processor pcb were evaluated and reseated. The system nodes and files were also rebuilt as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.